Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 350-363 mg/dl. Due to a large ketone level, customer went to the emergency room (ER) the next day. Pump supplies were changed prior to the ER visit. Customer was treated with an intravenous drip and left ER the same day feeling better with a bg of 180-200 mg/dl. Customer alleged pump did not properly notify customer of high bg. Tandem technical support reviewed the pump history with the customer and found an occlusion alarm had occurred on (B)(6) 2018. As the pump supplies had been changed, a cause of the occlusion could not be determined.